Event description:
Report 2 of 2. The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of dilaudid, in the continuous mode, for a duration of 7 days, and the delivery was started. No specific programming parameters were provided. The customer contact reported on (B) (6) 2009, at an unspecified time, the device powered off by itself. No audible alarm was reported prior to the power loss. The nurse was unable to power on the device. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device passed testing by appropriately sounding an alarm tone when a power loss was induced. The history was downloaded at the mfg facility. A review of the history shows the programming as described by the customer. There were no power loss alarms indicated in the history on the day of the reported event. (B) (4)